Event description:
Olympus was informed that during a transurethral resection of the bladder tumor, when the physician resected the tissue with high frequency current while pressing the pt's abdomen by left hand and heard the popping noise. The physician examined inside of the pt's bladder with endoscope, there was the laceration. Perforation and/or bleeding did not occur. The procedure was completed with the same electrosurgical unit and some resection electrodes. Unidentified drain tube was reportedly placed with the pt's bladder after the procedure.

Manufacturer narrative:
The referenced device was returned to olympus for eval. The eval could not confirm user's report. The eval found that the (B)(4) worked w/o any problem. Also, olympus checked the manufacture history of the subject device, there was no irregularity found. The exact cause of the pt's outcome could not be conclusively determined, however it was likely to be caused by the complication of tur-bt procedure.